Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) safety disk failed membrane leak check portion of the pim leak test. There was no patient involvement.

Manufacturer narrative:
Updated fields: (site country), (type of investigation, investigation findings, component codes, investigation conclusions). Additional point of contact name: (B)(6). Department: biomed department. Occupation: biomedical engineer. It was reported that the cardiosave intra-aortic balloon pump (iabp) had out of box failure safety disk. There was no information on patient involvement and no patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He found safety disk failing the membrane leak check portion of the pim leak test after installation. Defective disk was packed & shipped back to getinge reverse logistics. Disk replaced and pm completed. Unit cleared for the customer use. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The national repair center installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The nrc could not verify the failure of the disk failing the membrane leak test. The final investigation has been completed by failure analysis and testing department. Retaining the safety disk in the failure analysis and testing department per procedure.

Event description:
N/a.